Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with cefoperazone (intraperitoneal) for peritonitis. It was not reported if the patient was hospitalized for the event. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.